Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and a possible virus. The blood glucose reading was not reported. It was reported that the customer was treated with a manual injection and the blood glucose was still high. Troubleshooting was performed. The insulin pump operated properly as designed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.